Event description:
The patient reportedly experienced intermittent lock between his external equipment and implanted device, possible due to an edema around the implant area. It was also reported that the patient had swelling and redness underneath the headpiece. The area of skin under the headpiece was treated with polysporin ointment, however, the redness returned after a short period of use with the headpiece. The dermatologist's report indicated that the patient had irritant dermatitis from the pressure of the magnet plate. Dermatologic testing was positive for nickel allergy. The patient continues to be monitored by the center and advanced bionics will provide a supplemental report when more information becomes available.